Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement test and self-test. No radiofrequency failed self-test alarm noted during testing. Minilink transmitter communicated properly with insulin pump. No sensor error anomaly noted during testing. The insulin pump passed unexpected restart test and all operating current measurement were normal. Device received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer also reported problems with the sensor. The insulin was returned for analysis.